Event description:
It was reported that there was a 40 second episode of noise. Upon opening the pocket, the physician noticed a "tremendous amount of scarring in the pocket", and the lead was potentially compromised due to scarring. The atrial lead was explanted and replaced. It was also reported that during implant attempt of a new device, there was difficulty connecting a competitor lead into the header, with noise noted. Eventually, mineral oil was used and the lead was able to be inserted into the header. All numbers were within normal limits, except the rv (right ventricular) coil impedance was high. The device was out of the pocket at this point and was "waiting to be in pocket." Dft (defibrillation threshold) testing was performed and the rv coil impedance dipped into normal range, but upon impedance testing the rv coil impedance was high again. The lead was removed from the header and reinserted, with no change to impedance. The physician then decided to use another device, which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1156t competitor lead, implanted: (B)(6) 2011; 0184 competitor lead, implanted: (B)(6) 2011. (B)(4). Evaluation summary: the outer insulation of the lead developed a breach due to a depression while in vivo, and the outer insulation of the lead was observed to have blood ingression; full lead returned and analyzed.